Event description:
During coiling, coil became lodged in the struts of the neuroform stent. Push/pull technique used caused severe stretching of the coil, but was recovered with the catheter. During attempts to withdraw the coil, the stent stretched and buckled. Pt awoke with small neurological deficit.